Manufacturer narrative:
This product is not available for sale in the USA. International medical device regulators forum (imdrf) adverse event reporting. (B)(4).

Event description:
Pentax medical was made aware of an event that occurred in the (B)(6) region. The location and timing of event are unknown. The user reported that there was an "air nozzle missing-loosened, nozzle glue" involving pentax model ec-3890fk2. No serious injury or death of a patient or user was reported. However, the information reasonably suggests that if the malfunction recurs while in use with pentax product is likely to cause or contribute to a death, serious injury, or other significant/important medical event as defined in 21 cfr 803, therefore this event is reportable. No additional information was received. On 09mar2021, a device history record(DHR) review for model ec-3890fk2, serial number (B)(4) was performed. The DHR review confirmed the device was manufactured on 03-jun-2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed.